Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Lockup during tee exam.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00096) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a transesophageal echocardiography (tee) for an auricular interseptal comunication closure procedure, there were heavy disturbances in the images and the transducer gave an overtemperature error and subsequently locked up the system. Accordingly, the reported phenomenon affected the tee monitoring of the patient. Since the patient was unconsious, the user was unable to say whether the patient was harmed or not; however, the user believed that the patient was not injured. There was loss of data and the images were reported to be unrecoverable. The procedure was repeated after two hours when the user was able to obtain and reconnect the new probe to complete the procedure. No additional informaiton was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00094) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, evaluation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: the issue of the system displaying an error message, ans stopping the storage of images was investigated. The back-up log folder was filling up due to one of the software patch install files being locked when backup logs script attempted to delete it. This issue was fixed by engineering, and applied to a new sotware patch release. The patch was delivered via software field update.